Manufacturer narrative:
H.6. Investigation summary three photos and one sample were received by our quality team for evaluation. No leakage was observed from the photos. The sample was subjected to visual inspection and catheter leak testing. The sample failed both tests; therefore, the incident could be verified. From the returned samples it was observed that the inner luer of the adapter was dented. Further investigation was conducted to confirm where in the assembly process the dent could have occurred. Once found, a simulation was done. From the duplicated samples it was observed that the simulation samples matched the samples returned by the customers. A review of the internal manufacturing device records and raw material history files for the reported lot numbers was performed and no recorded quality problems or rejections to this incident were found. Based on the investigation, it was found that there was a misalignment between the hub and adapter at the catheter holder station in the assembly process. A review of the manufacturing process shows the wear and tear of the stopper of the cylinder installed at the catheter holder station might have caused the chimney to be out of position. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that 4 bd insyte¿ i.v. Catheters 22ga x 1.00in (0.9 x 25 mm) (vialon e) experienced leakage during use. The following information was provided by the initial reporter: after punctured, blood leaked from a connection of the catheter and the catheter adapter.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 4 bd insyte¿ i.v. Catheters 22ga x 1.00in (0.9 x 25 mm) (vialon e) experienced leakage during use. The following information was provided by the initial reporter: after punctured, blood leaked from a connection of the catheter and the catheter adapter.